Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device sporadically falls into service mode. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Upon further investigation, it has been determined that this complaint is a duplicate of pr (B)(4) already reported on MDR# 3030677-2022-02794.

Event description:
Upon further investigation, it has been determined that this complaint is a duplicate of pr (B)(4) already reported on MDR# 3030677-2022-02794.